Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing elevated blood glucose level of 350 mg/dl. Caller stated the plate from the piston rod is not straight. Caller alleges the pump delivers too low insulin. No adverse event reported. Requested return of the alleged pump for evaluation.